Manufacturer narrative:
Device evaluation: the returned device was given functional testing. The functional testing showed that the device gave a "high pressure" alarm once an infusion cassette was attached. The investigation determined that the downstream occlusion sensor was faulty which led to the error message shown. The root cause of the sensor issue was not definitely established.

Event description:
It was reported that the device gave a false alarm with the message "high pressure". No known adverse effects to patient.